Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation in the right tube') and device dislocation ('migration/has essure coils but the left is misplaced') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included night sweats, asthma and ovarian cyst. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital hemorrhage"), coital bleeding ("coital bleeding") and complication of device insertion ("failed essure procedure"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy). Essure was removed on 18-nov-2019. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage and coital bleeding outcome was unknown. The reporter considered coital bleeding, complication of device insertion, device dislocation, fallopian tube perforation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received new reporter information. New events added - fallopian tube perforation, failed essure procedure. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation in the right tube') and device dislocation ('migration/has essure coils but the left is misplaced') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included night sweats, asthma and ovarian cyst. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital hemorrhage"), coital bleeding ("coital bleeding") and complication of device insertion ("failed essure procedure"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage and coital bleeding outcome was unknown. The reporter considered coital bleeding, complication of device insertion, device dislocation, fallopian tube perforation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("genital hemorrhage") and coital bleeding ("coital bleeding"). The patient was treated with surgery (essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage and coital bleeding outcome was unknown. The reporter considered coital bleeding, device dislocation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Case becomes serious incident case. New event migration was added. Essure removal date was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.